Event description:
The contact at the facility reported that during a stent-assisted coil embolization of the carotid artery, the deltapaq coil (cdf10015230/(B)(4)) prematurely deployed and partially stretched as it got entangled with a partially deployed enterprise stent (enc452212/10370043). The surgeon intentionally half-deployed the stent in position before advancing the coil. The microcatheter was an ev3 microcatheter (details unknown). The surgeon had to retrieve the stent &coil and changed new stent and coil to complete the surgery. There was no significant clinical delay due to the issue. There was no report on patient injury. Nothing unusual was noted about the stent prior to use. An adequate continuous flush was maintained through the microcatheter (details unknown) used to introduce the stent there was no difficulty introducing the microcatheter over the guidewire (details unknown) prior to attempted stent placement. The microcatheter was not reshaped. The catheter was placed distal to the target site and withdrawn to place the stent. The deployment of the stent attempted was also by pushing it out of the end of the catheter. The stent was recaptured once. An adequate continuous flush was maintained through the microcatheter (details unknown) used to introduce the coil. The coil and microcatheter were retrieved as a unit as a result of the issues with the coil. A snare did not need to be used. The coil did not separate into pieces.

Manufacturer narrative:
Concomitant devices: ev3 microcatheter (details unknown); deltapaq coil (cdf10015230/(B)(4)). The product will not be returned for analysis and additional information will be submitted within 30 days of receipt. The device history record review will be conducted. (B)(4).

Manufacturer narrative:
One non sterile enterprise was received coiled inside a plastic bag. The enterprise stent was received fully deployed without any visual damages. The delivery wire presented no visual damage. No anomalies were observed on the received unit. The enterprise stent was inspected under a microscope and no damage was found. (B)(4) reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10370043. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. The failure stent - incomplete expansion reported by the customer was not confirmed since the stent was received fully deployed. The cause of the failure experienced by the customer could not be conclusively determined, however; procedural/handling factors appear to have impacted the failure experienced by the customer. The device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10370043. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This report is associated with MFR. Report # 2954740-2015-00009.

Manufacturer narrative:
The product has been received but investigation is not yet complete. No conclusions are made at this time. Additional information will be provided within 30 days of receipt.